Manufacturer narrative:
B3: corrected the date of event.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B3: corrected the date of event. H6: codes added per information in the complaint file. Updated clinical rationale: an impella 5.5 device was inserted directly into the left aorta in a 64-year-old male patient with a past medical history of coronary artery disease (cad). The patient presented in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk cardiac surgery. While the patient was in the intensive care unit (ICU), there was increased output in the chest tubes. Multiple blood products were given. The patient needed to be brought back to the operating room (or) for bleeding and clot evacuation. The physician did not attribute this to the impella. 15 days after insertion, the impella was successfully weaned. Post-explant of the impella 5.5, the pulmonary artery (pa) pressures increased with shortness of breath. The patient became hemodynamically unstable, and intubated for respiratory support. The physician determined that the pump punctured through the aortic valve during insertion. This was not discovered during support, since the pump was providing forward flow and the left ventricle (lv) was unloading. The patient developed aortic insufficiency, resulting in cardiac events. The patient was taken back to the cath lab for impella cp insertion to treat the complications. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.3l/min with no issues. High-risk surgeries require intense blood thinners, increasing the risk of both active bleeding and postoperative blood loss. Bleeding (hematoma) is also a known risk due to the impella's anticoagulation and purge requirements. Bleeding and aortic valve injury are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Updated information: h6 med dev prob code a24 updated to a01.

Manufacturer narrative:
D6b: date of explant is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted directly into the left aorta in a 64-year-old male patient with a past medical history of coronary artery disease (cad). The patient presented in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk cardiac surgery. While the patient was in the intensive care unit (ICU), there was increased output in the chest tubes. Multiple blood products were given. The patient needed to be brought back to the operating room (or) for bleeding and clot evacuation. The physician did not attribute this to the impella. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.3l/min with no issues. High-risk surgeries require intense blood thinners, increasing the risk of both active bleeding and postoperative blood loss. Bleeding (hematoma) is also a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).